Event description:
New information received indicated that the patient presented in-clinic for further assessment. The reported noise seen was due to external noise due to patient using a welder. Lead remains implanted.

Event description:
It was reported that non-sustained episode due to lead noise was observed on a remote transmission. Patient was asymptomatic. Patient will present to the clinic for further assessment.